Event description:
The customer contacted physio-control to report that their device had failed a user test. There was no patient use associated with the reported event.upon examination of the device, physio observed that the device would abort the defibrillation charge at 200 joules or higher.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the biphasic pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the biphasic pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u12.